Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, after 26:44 min and 202096 joules, the outer sheath of the laser fiber appeared to have cracked. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, after 26:44 min and 202096 joules, the outer sheath of the laser fiber appeared to have cracked. The procedure was completed with another of same device. There were no patient complications.